Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Two devices are available for evaluation but have not yet been evaluated. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the devices blade broke. There was patient involvement; no patient impact.

Manufacturer narrative:
Exemption number e2015055. Two devices were received for evaluation. The reported event was confirmed for 2 devices; evaluation found that there were worn components resulting in a loose drivetrain. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the devices blade broke. There was patient involvement; no patient impact.